Manufacturer narrative:
H3, h6) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were no reported symptoms and a 30-minute surgical delay to switch systems.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a 4-5 transforaminal lumbar interbody fusion (tlif). It was reported that the system was allegedly inaccurate on the right side, with the system indicating a position 1 centimeter (cm) below the intended location during screw placement. After registration and placement of screws on the left side, the right side was reported to be inaccurate. An intraoperative accuracy test using a chicken foot and divot was performed and appeared to be inaccurate. The team re-registered, re-snapshotted, changed the nav tracker, and confirmed accuracy on the left side, but the right side continued to show inaccuracy. The arm guide was reported to be positioned correctly. After the procedure, a post-case accuracy test was performed and found to be accurate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.